Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had no delivery alarm during basal. Customer's blood glucose at time of incident was 7.2mmol/l. The customer stated that they have a plunger available. The customer was advised to remove the reservoir from the pump, disconnect and reconnect the reservoir and infusion sets at the tubing connector and push insulin slowly through the tubing. The customer reported that insulin did not exit the tubing. The customer was advised the alarm was caused by set/reservoir connection. Customer was advised that we will replace infusion set and reservoir.